Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number: (B)(4). B2: other serious - the final mitral regurgitation reduction was impacted by the event, resulting in suboptimal therapeutic outcome. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where three devices were used. Baseline mr +4 (severe). The first ace was placed medially from a2/p2 with a good grasp of the long aml in the flail segment and the pml close to a papillary muscle and chords resulting in a significant improvement in the mitral insufficiency (mi). Before releasing the implant, the grasp of the aml was rechecked for a single leaflet optimization. Immediately after the implant release, fluoroscopy revealed wobbling of the ace and a high eccentric jet medial to the ace. Due to poor imaging quality it is not really clear what had happened. The pascal remained well connected to the pml but the aml became very mobile again. The team suspected a tear had occurred medially next to the ace, causing the wobbling and recurrent mitral regurgitation +4. Two additional ace devices were implanted (medially and laterally) next to the first ace in an attempt to stabilize it. However, a significant jet remained between the first and third ace devices (medial). Final mr +3 (moderate/severe).

Manufacturer narrative:
After internal imaging review, there appeared to be acute/procedural slda of the first device on procedural tee imaging (10/15/2024). Immediately post first device delivery, the ace device appeared mobile and no longer attached to the anterior mitral valve leaflet. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with objective evidence based on evaluation of the provided imagery. Available information suggests imaging quality issues likely contributed to the event. Per imagery review, there were not inaccurate view planes, no leaflet grasping clip record, device or catheter shadow. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.